Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
The device was returned to the MFR with no paperwork and no contact info. When the device was taken out of the packaging, it was determined that it was leaking. No further info is available regarding pt involvement or adverse consequences.